Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose level was 485 mg/dl. Customer stated that after changing infusion set blood glucose went down to 465 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer declined troubleshooting for high blood glucose level and mentioned that they can handle it. Customer states that the insulin pump had insulin flow block alarm. It was unknown whether the customer using auto mode feature at the time of event or not. Customer reported that the insulin exited after troubleshooting. The insulin pump was not returned for analysis.